Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incoming inspection found hair like debris in the sterile package. There was no patient involvement attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that there was a piece of debris in the cavity. The ftir spectrum analysis of the debris found it to be consistent with cellulose. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.